Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to withdraw blood using the one-link of an unknown administration set. There was no patient injury or medical intervention associated with this event. No additional information is available.